Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Although a lot number was provided, it is not possible to review the device history records as this device is more than twenty five years old. Without the device, it is not possible for codman to conduct a proper investigation. If at some point, the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device will not be returned.

Event description:
Email received from (B)(4) was notified from the (B)(4) about a complaint that explained, "patient undergoing procedure to stop post tonsillectomy bleed. Bipolar forceps noted to burn lip. The bipolar forcep hand piece is not insulated. Details of the injury, patient burnt on lip. Action taken, forceps changed to insulated ones. Staff reminded at briefing that there are insulated bipolar forceps to use for cauterising tonsil beds. All the uninsulated bipolar forceps taken out of use."

Manufacturer narrative:
No product was returned and the lot number was not provided as such, it is not possible to identify the root cause or to evaluate manufacturing records for the subject device. No corrective action or follow up is possible. This device has been discontinued since the late 1990's early 2000's. Therefore, device is more than 25 years old and discontinued. At this time this complaint is considered to be closed. Should the product be returned at a later date this complaint will be re-opened and an investigation will be performed. Device not returned.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device was returned for investigation and send to r&d for testing. The continuity test and visual inspection of the non-insulated forceps 80-1551 s/n (B)(4) showed to be fully functionality. The most likely reason for this complaint is that customer did not realize that forceps of this type are not electrically insulated which could cause patient injury during tonsillectomy procedure. The use of non-insulated bipolar forceps in confined spaces (e.g. Tonsillectomy) may result in unintended contact with and possible injury to non-target tissue during the application of power to the forceps. The use of insulated forceps is recommended for such procedures. In addition, this device is more than 25 years old and has since been discontinued. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.